Manufacturer narrative:
(B)(4). Device passed displacement test and self test. Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device meets specification: no. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that there was missing date in their carelink report and that insulin pump had a keypad anomaly. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose level was unknown at the time of the incident. The customer stated that the act button did not react as quickly and that a button error was received. The customer also stated that there was no significant event leading to the keypad issues and that the time on the clock advanced when monitored for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer was assisted and explained why the data was missing. The insulin pump will be returned for analysis.